Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Adding additional information: adding UDI#: (B)(4). This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional type of investigation 10. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation findings 3243. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 2408. Component code - 887. The correct codes for this complaint are: medical device problem code - 1260. This is a follow up report for this corrected information.